Event description:
Pt reports in 2003 they were feeling poorly. Went to pcp who discovered pacing at low rate and sent pt to erd and notified this office of episode. The local pacesetter rep was called and evaluated in the ER. They stated to rptr that they found the pt programmed and pacing ddd at 30 ppm and they reprogrammed the device. Pt was evaluated in the office 2 weeks later with appropriate ddd pacing.